Event description:
It was reported that the bd alaris¿ smartsite¿ gravity set tubing disconnected from the chamber after spiking the bag. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "we have had 2 issues this morning in sds with the bd smartsite gravity set... One was missing the controller to adjust the flow... The other was when they spiked and hanged the IV fluids the tubing popped off at the chamber."

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. The customer complaint of separation could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that the bd alaris¿ smartsite¿ gravity set tubing disconnected from the chamber after spiking the bag. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "we have had 2 issues this morning in sds with the bd smartsite gravity set... One was missing the controller to adjust the flow... The other was when they spiked and hanged the IV fluids the tubing popped off at the chamber."